Event description:
On (B)(6) 2010, I underwent a right total hip arthroplasty. I rec'd a depuy hip system consisting of a depuy pinnacle acetabular cup 54mm, with a 36mm x 54mm metal liner, a depuy ti lock 111 mm femoral stem, and a depuy femoral head 36mm + 1.5. Soon after this surgery, I began experiencing severe pain and discomfort and inflammation in my right thigh and hip. I also feel extreme discomfort while walking. I hear grinding and popping noises in my hip. I also have difficulty sleeping because of all of the pain. My hip often shifts, and pops out of socket. Reason for use: post-traumatic osteoarthritis.